Manufacturer narrative:
Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 1845020, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece overheated during a tympanoplasty procedure. There was no patient or staff impact.